Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017, the patient and his wife noted brownish discharge from the drive line site. The patient was seen in clinic on (B)(6) 2017 and started on bactrim after superficial swab was positive for methicillin-resistant staphylococcus aureus(mrsa). Patient was seen by CT surgery and due to lack of abscess on his CT scan, no surgical intervention was required. The patient was started on IV vancomycin. Due to complications with the patient`s insurance and logistic issues, the patient was admitted to the hospital and subsequently discharged on (B)(6) 2018 on IV vancomycin. No further information was reported.